Event description:
There was one resolute integrity drug eluting stent implanted during the index procedure in the rca. It was reported that the patient developed bradycardia, collapsed and expired approximately one month after the index procedure. Investigator indicated the event was not related to the study stent.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (death).